Event description:
The customer reported via phone call that she had a crack where the reservoir goes in on the pump. Customer stated that she went to see her doctor on (B)(6) 2015 and he told her that she needed a new pump. Customer stated that she did not notice the damage because she always keeps the pump inside the holster. Customer stated for the last 3 months, her blood glucose has been running high and all of a sudden, it will be low. Customer stated that her blood glucose has been high unless she goes outside to work on the yard. Customer's blood glucose have been almost 500 mg/dl and as low as 32 mg/dl. Customer stated that she has been taking manual injections for the high blood glucose. Customer stated that half of the reservoir compartment rim is missing. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, broken reservoir tube lip, minor scratched display window. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.